Manufacturer narrative:
Analysis: the product is expected, but is not yet returned. A f/u report is anticipated and will include analysis as well as a review of the device history record. Conclusion: without product analysis, we are unable to determine a possible cause of the event.

Event description:
Info received indicates that the tip of the cannula came loose during surgery. The cannula was changed out with no reported consequence to the pt.